Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an active driveline power fault alarm. Log files were reviewed and the alarm was confirmed. It was recommended to exchange the modular cable as well as the system controller in the case of continuous alarm.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller (serial number: (B)(6)) was submitted for evaluation. The system controller was not returned for analysis; however, a log file was submitted and data from the reported event date of (B)(6) 2024 was reviewed. There were no notable events active in the log file. Pump operation was not affected. Additional provided information stated that only the driveline was replaced and that resolved the issue, that no product would be returning for analysis, and that no alarms have occurred since the driveline exchange. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including driveline power fault alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use (rev. D) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. C) section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that only the modular cable was replaced. The alarms resolved after modular cable exchange.